Event description:
It was reported that on (B)(6), 2012, the pt was suddenly only able to hear very softly and the sound was muffled. The external parts were checked. Testing in situ showed that the device has malfunctioned. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.